Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by manufacturer? Not returned.

Event description:
50 psl cup removed, e 10degree liner removed, 2 screws removed from acetabulum, and femoral head removed from stem. Tritanium revision cup, 3 screws, liner and new femoral head was placed. Surgeon stated cup moved. Shell malposition.